Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (belt does not stay connected) has been confirmed. As received, the belt passed incoming functional testing. Upon evaluation, the trunk cable connector was cracked and would not securely latch to a test monitor. The root cause of the cracked connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not stay connected to the monitor.